Event description:
It was discovered during baxter's testing that a pump displayed system error 105. It was reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation found the pump inoperable due to a system error 105. Further evaluation found a dislodged connection on the input/out printed circuit board (I/o pcb). The I/o pcb was replaced.